Event description:
The customer reported to olympus, the colonovideoscope handle was loose when angled. Angling was defective. The device was returned for evaluation. During the device evaluation, the foreign object that came out of the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found the nozzle had foreign objects. Additional evaluation findings include the following: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip. Due to a pinhole on channel tube, water tightness was lost. The adhesive on the bending section cover had a crack. The adhesive on the bending section had a white-clouded area. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. The adhesive around the objective lens was peeled. The adhesive around the light guide was peeled. The plastic distal end cover had a scratch. The connecting tube had a scratch. The protector of the universal cord on the scope connector side had a scratch. The universal cord had a scratch. The control unit had a crack. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, it was not known what the foreign material was. There was no delay in the start of pre-cleaning; the air/water nozzle was flushed with water and air; the air/water nozzle was wiped or brushed with clean lint-free cloths, brushes, or sponges; and the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material adhered to the nozzle was confirmed but could not be identified. The root cause of the foreign material remaining in the subject device was unable to be specified. However, a definitive root cause could not be determined. The event can be detected/prevented by following the procedure in line with the instructions for use (IFU) below: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 "preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 "reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.